Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 8.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation; however, during initial inflation at 12 atmospheres, the balloon ruptured. The device was removed without any issue. The procedure was completed with a different device. No patient complications were reported and the patient condition was good.